Event description:
It was reported that during a da vinci si hysterectomy procedure on the 4th use the 5mm maryland dissector instrument, the instrument tip broke and fell inside the patient. An x-ray showed the location of the instrument tip. The instrument tip was retrieved laparoscopically and the procedure was completed successfully. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the curved blade broken at its midpoint. Evidence not conclusive but damage likely due to crack in the curved blade. No other physical damage was found.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the device is returned or if additional information is received.